Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es several drawers were failed to open and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer not open and required maintenance. A field service engineer reseated the pyxis bus cable to address an issue with drawer controller 1. This action resulted in drawers 3.1 and 3.2 recovering and functioning normally. However, drawers 2.1 and 2.2 showed no lights on the (power management controller) pmc printed circuit board (pcb), indicating a fault. To resolve this, replaced both the pmc pcb and the faulty drawer controller pcb. After completing the replacements, verified proper system operation through diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es several drawers were failed to open and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.